Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, there was several episodes of noise reversion exhibited on the atrial lead. The noise was reproducible in clinic, however the patient was not symptomatic due to the episodes and was not pacing dependent. Programming changes were made successfully. The patient remained asymptomatic during interrogation and post programming and will be continued to be monitored.